Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 07, 2020 that a lighttrail single use laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2020. Reportedly, the laser settings were 0.5 joules and 5 hertz. According to the complainant, during the procedure, the aiming beam of the laser fiber was not working. The laser unit made a few crackling sounds and the nurse noticed a spark coming out from the fiber connection area. The procedure was completed with grasper. There were no patient complications reported as a result of this event.